Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an isn for non-malignant pain. It was reported that the hcp needed MRI guidelines. The MRI was due to manufacturer therapy or device problem. It was reported "not working". The hcp has no idea what this means or what is not working. No symptoms or complications were reported in this event.